Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the motor device was emitting smoke was confirmed. An assessment was performed which found that the disconnect was stiff and could not insert the cutter. During assessment the device was disassembled and it was found that the drive shaft was broken. It was determined that this condition was what caused the device to smoke during use. It was further determined that excessive force was used during use of the device. The assignable root cause was determined to be due to misuse, abuse, and possibly user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during routine maintenance it was observed that the motor device was emitting smoke. There was no patient involvement reported. There were no delays to a scheduled surgical procedure. A spare device was not available for use. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.